Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b5, g4, h2, h3, h6, h10. D11- medical products: psi persona ps pin gde fem-tib item #: 00597000029; lot #: 1886619. Tibia cemented 5 degree stemmed right size c item #: 42532006402; lot #: 63645546, investigated in (B)(4). Femur cemented posterior stabilized (ps) narrow right size 7 item #: 42500006202; lot #: 63897762. Articular surface fixed bearing posterior stabilized (ps) right 14 mm height item #: 42522400514; lot #: 63454887. Patient spec knee bone models item #: 00597000010; lot #: 1886619. All-poly patella cemented 32 mm diameter item #: 42540200032; lot #: 63689689. The device was not returned to the manufacturer. Therefore it could not be analyzed. Pictures and x-rays have been received. The review of the x-rays showed that the overall fit and alignment of the implants were appropriate. The bone quality is normal.there is a possible loosening of the tibial component along the lateral and anterior aspects with possible early loosening along the medial component at the bone cement interface. No changes in bone quality are seen on this image". The pictures provided shows that there is cement stuck to the revised implant. The reported event was confirmed. The review of the device manufacturing quality record indicates that 1479 products designation optipac-s 60 refobacin bone cement r, reference (B)(4), lot number a644c04245 were manufactured on 19 december 2016. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaint has been recorded for optipac-s 60 refobacin bone cement r, reference (B)(4) lot number a644c04245 within one year. An investigation has been performed, consisting of a documentary review. The documentary review showed that products were manufactured according to the pre-defined specifications of biomet france. The x-rays review confirm the loosening. According to available data, the exact root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee surgery on (B)(6) 2018, during which optipac was used. The patient was revised on (B)(6) 2019 due to loosening of the tibial component. No additional patiente consequence were reported.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) #: (B)(4). Concomitant medical products: psi persona ps pin gde fem-tib item #: 00597000029; lot #: not communicated. Tibia cemented 5 degree stemmed right size c item #: 42532006402; lot #: 63645546. Femur cemented posterior stabilized (ps) narrow right size 7 item #: 42500006202; lot #: 63897762. Articular surface fixed bearing posterior stabilized (ps) right 14 mm height item #: 42522400614; lot #: 63454887. Patient spec knee bone models item #: 00597000010; lot #: not communicated. All-poly patella cemented 32 mm diameter item #: 42540200032; lot #: 63689689. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial knee surgery on (B)(6) 2018. The patient was revised on (B)(6) 2019 due to loosening of the tibial component.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products: psi persona ps pin gde fem-tib item #: 00597000029; lot #: 1886619. Tibia cemented 5 degree stemmed right size c item #: 42532006402; lot #: 63645546. Femur cemented posterior stabilized (ps) narrow right size 7 item #: 42500006202; lot #: 63897762. Articular surface fixed bearing posterior stabilized (ps) right 14 mm height item #: 42522400514; lot #: 63454887. Patient spec knee bone models item #: 00597000010; lot #: 1886619. All-poly patella cemented 32 mm diameter item #: 42540200032; lot #: 63689689. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that the patient underwent initial knee surgery on (B)(6) 2018. The patient was revised on (B)(6) 2019 due to loosening of the tibial component.